Event description:
The lead was prophylactically replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the outer insulation had bilumen tubing voids, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the inner insulation was breached, and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.